Event description:
It was reported that ever since the device was implanted stimulation had been in the left side above the hip and not in the back where the patient needed it. It was noted that there was stimulation in the wrong location. It was later reported that the stimulator was put in and it was migrating ¿quite a bit.¿ it was noted that the patient had to go back for a revision. The manufacturer representative stated that they did not know what happened but ¿somehow¿ the lead migrated from t7 down to t12. The manufacturer representative noted that the patient had a revision ¿around¿ (B)(6) 2013. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that a revision was performed and the anchor appeared to be intact. Possible causes discussed before the procedure were: injex anchor did not land properly, therefore not performing properly, and oily tissue. The physician did not suture the lead inside the pocket before launching the anchor.

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3776-45, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was also noted that the manufacturer representative thought ¿one of the leads came out and the doctor had to go back in.¿ additional information was requested but was not available at the date of this report.